Event description:
On (B)(6) 2009, this pt was implanted with three gore excluder aaa endoprostheses to treat an 8 cm abdominal aortic aneurysm. The pt was reportedly lost to follow up. On (B)(6) 2011, follow-up imaging identified a type ii endoleak with aneurysm enlargement to 12 cm. It was reported that due to the aneurysm enlargement, there was a loss of seal on the ipsilateral side of the trunk, causing a distal type I endoleak. On (B)(6) 2011, an add'l procedure was performed whereby a contralateral leg component was implanted for distal extension to treat the distal type I endoleak. It was reported that the type ii endoleak was not addressed as final angiography showed no evidence of endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.